Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information was not provided to date. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the user moved the canopy to connect the patient to the ventilator. Reportedly, within one minute sparks occurred followed by flame in the canopy heater. The end user protected the patient who was removed from the unit. There was no patient injury.

Manufacturer narrative:
Ge healthcares (gehc) investigation has been completed. The gehc design engineers and field engineers completed a review of the device. There was no malfunction of the gehc device, the heater resistance and voltage to the heater were found to be within specification, and the fire incident was not able to be reproduced. Gehc concluded there was no malfunction of the device. Residue on the heater deflector cup, that is believed to be the source of the initial flame, was shipped to an external lab for forensic testing. The findings indicate that the residues that caused the thermal event were due to melting plastic on the heater defector cup. The findings also indicate that the signatures of the melted plastic, and tape samples from the customer that were also tested, both contain polyethene plastic material. During the initial device evaluation, the investigation team had observed tape applied to the device in multiple locations, including near the heating element assembly. Based on the available information it is likely that the source of the thermal event was the tape material.